Event description:
The user facility reported the powerload dropped the cot containing a heavy patient, causing injury to the emt, who complained of back, neck, and shoulder pain. No further information is available at this time regarding injury to the user. There was no alleged injury to the patient on the cot at the time of the incident.